Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on august 15, 2024. Additional information received on august 15, 2024, confirmed that this event was reported to boston scientific in error and is a duplicate of another event. Report number 3005099803-2024-03751 is a duplicate of report number 3005099803-2024-03749. Therefore, this event no longer represents an MDR-reportable scenario, and all information for this event can be found under report number 3005099803-2024-03749. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the second of two speedband superview super 7 that were used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2024. The device was placed onto the endoscope. During the procedure, it was noticed that the bands did not deploy. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. Additional information received on august 15, 2024: it was clarified that only one speedband superview super 7 device was used in this procedure.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the second of two speedband superview super 7 that were used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2024. The device was placed onto the endoscope. During the procedure, it was noticed that the bands did not deploy. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event.